Manufacturer narrative:
The device was received for evaluation. A leak test of the dialysate side was performed and a crack in the welding zone was observed. The reported condition was verified. The cause is a pur residual in the welding seam. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hours after starting treatment with a polyflux 210h, an external dialysate leakage from the arterial header and housing was observed. It was reported a pool of dialysate was on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.